Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the prod was within specification.

Event description:
Info was received that reported a pt was hospitalized on/around 2007 due to hyperglycemia. The reporter stated, the pt was taken to the hospital, as he had high blood glucose with vomiting. He was treated with IV fluids and insulin and released later that day. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.